Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had loss of capture. The lead remains in use. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it.) No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later corrected that it was the right atrial lead, not the right ventricular lead, that had loss of capture. A chest x-ray revealed normal lead placement so no intervention was necessary.